Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. The device was not returned for evaluation, as due diligence attempts have been made to obtain the status of the device for return. At this time, the device status has not been provided. The root cause of this event cannot be determined.

Event description:
It was reported that the seal of a 21mm aortic valve was broken before use. As reported, the box itself was unopened (yet slightly crushed), but inside the seal was broken.